Manufacturer narrative:
Investigation description: complaint was confirmed and duplicated. The device was placed on a charging pad and did not power on. Inspection of the interior components was conducted; no abnormalities were observed. A known-good battery was installed and the device powered on with no issues. The root cause was determined to be a defective battery and will need to be replaced during refurbishment.

Event description:
It was reported that a new ilet pump would not power on during setup and the sleep/wake button was unresponsive, even after placing the device on the charger, and the patient was provided a demo device to continue therapy. Symptoms included no adverse clinical effects and stable blood glucose. Outcomes included no alerts or alarms and no need for medical care. Investigation included complaint intake and initiation of device replacement logistics pending return of the original unit for evaluation. Investigation of this case revealed a reported device power-up failure associated with a nonfunctional sleep/wake control, consistent with a potential hardware or user interface malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device analysis.